Event description:
In 02, pt was performing maintenance on the advia 120 system with the upper lid open to allow better access to the closed tube area. The lid fell on pt's head. Pt felt dizzy and had head pain. Pt went home to rest and nap. Pt went to employee health who have reported that pt was ok but may have had a slight concussion. Bayer was notified. Based on the available data, bayer's medical director indicated that an MDR should be filed.